Manufacturer narrative:
The returned pod was received not deployed. The download data showed that the device ran for 61 pulses, 51 of which occurred during first prime. The data showed timeouts in tandem with a failure of the rotational sensor to transition as expected, indicating that a drive stall occurred that prevented the firing flat of the ratchet gear from lining up with the release bar by the end of second prime. Rerun of the pod did not replicate the timeouts or drive stall. Inspection of the ratchet gear, tube nut, and leadscrew under magnification found brass shavings on the leadscrew and top of the plunger. It could not be conclusively determined if this contributed to the drive stall. No other damages or deficiencies were observed that would contribute to a drive stall. The exact cause of the drive stall that prevented the needle mechanism from deploying as intended could not be determined.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the cannula did not deploy during the activation process indicating that there was a needle mechanism failure.